Manufacturer narrative:
The device was evaluated by ventec where the reported issue of lower peep (positive end expiratory pressure) than set, as well as exhaled tidal volume (vte) levels being low could not be duplicated. However, ventec did observe that the device was unable to maintain peep during testing which is indicative of a failure that impacts peep as well as as vte levels. Ventec replaced the internal flow transducer (ift) to resolve both the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported and observed issues was the ift. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the ventilator measured lower peep (positive end expiratory pressure) than set, and its exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.